Event description:
Boston scientific resolution 360 clip lot# 31088790, ref# m00521230 was clipped to the patient but would not deploy from the guidewire. Eventually, with a call to the rep and 3 doctors trying to troubleshoot, it did release itself but then it was having difficulty being removed from the scope. On observation the tip was bent.